Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation, episodes of false automatic mode switch caused by unspecified oversensing were noted on the right atrial lead. No intervention was performed. The patient was in stable condition.